Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the severely tortuous and calcified left circumflex (cx) artery. A 7f mach1 vl 3.5 was used to engage the vessel, and another MFR's guide wire was advanced. The 1.5x15mm apex monorail flex balloon catheter was advanced to the lesion; however, it was unable to cross the lesion. Therefore, the catheter was removed and another manufacturer's device was advanced to the lesion. This device was also unable to cross the lesion. The 1.5x15mm apex monorail flex balloon catheter was advanced to the lesion again, and it failed to cross for a second time. The apex monorail flex balloon catheter was then removed, and the physician noted that the balloon had ruptured. The procedure was completed with a different MFR's device. No patient injuries or complications were reported. Patient status is listed as "good." This product is only approved ous, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.